Event description:
It was reported that during the use of the guidewire in the abdominal procedure, the wire fractured and had to be snared out. The entire wire was able to be retrieved. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. Analysis of the returned device revealed that the guidewire was returned in two fragments. The guidewire distal nitinol and core wire were separated. The core wire was protruding through the nitinol on proximal separated section. The core wire and distal and guidewire were bent proximal and distal of separated side. Small amount of blood was found on the guidewire. No other anomalies were observed. From the condition of the guidewire the functional evaluation could not be performed. The location of the kink on the distal end suggests that the product became kinked/bent during the procedure. It is possible that upon further manipulation of the kinked guidewire, the fracture occurred to the distal end. Therefore, a cause of operational context has been assigned to the reported guidewire break.

Event description:
It was reported that during the use of the guidewire in the abdominal procedure, the wire fractured and had to be snared out. The entire wire was able to be retrieved. No further information is available.